Event description:
The account the trendelenburg and reverse trendelenburg are not functioning. No injury reported.

Manufacturer narrative:
The account ordered the trendelenburg mount and retainer. No further info is available on the repair of the bed at this time.